Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils and a non-penumbra microcatheter. During the procedure, the physician successfully implanted six ruby coils using the microcatheter. Subsequently, the physician advanced another ruby coil into the target vessel using the microcatheter. Afterward, the physician retracted the ruby coil in an attempt to shape the ruby coil tighter; however, while retracting the ruby coil, it unintentionally detached with part of the ruby coil in the target vessel and the other part in the microcatheter. Subsequently, the physician attempted to flush the ruby coil into the target vessel using saline; however, it was unsuccessful and the microcatheter came out of the target vessel. Therefore, the physician used a snare device to remove the detached ruby coil. The procedure was ended at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.